Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial#: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that for the last two days prior to the report, the patient had been trying to charge the implantable neurostimulator (ins) but could not because he kept getting the reposition antenna screen on his implantable neurostimulator recharger (insr). This issue was discovered on the day and the day prior to the report. The patient also reported that the patient fell in their garage and hit their ins about a week prior to the report. The patient already tried repositioning the antenna and adjusting the dial. It was unknown if the ins had moved since the fall had occurred and it was unknown if the fall affected the device. In the end, the patient was re-directed to follow-up with their healthcare professional (hcp) to get the ins checked. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated. Additional information was received from a manufacturer representative (rep) on (B)(6) 2019. It was reported that the patient could connect with the patient programmer (pp), there was a potential use of x-ray to determine if the implantable neurostimulator (ins) was flipped and how it should be oriented in the patient¿s back. It was also suggested that the rep should bring another insr to help with the diagnosis. It was noted that eight coupling bars were observed, and they revert to zero coupling bars when the implantable neurostimulator recharger (insr) was on the patient, with a sticky patch attached, so the antenna did not move. A new insr antenna was requested. On (B)(6) 2019, the patient reported that he received his new recharger antenna and reported the same issues, but they noted that it took ¿half an hour¿ just for the insr to make good connection with the ins to charge. In the end, the patient stated that he would call back next time he charged his ins; he wanted to see if it would happen again. There were no further complications reported or anticipated.

Event description:
Additional information received from the patient. On (B)(6) 2019, the patient reported that the cause of the inability to charge due to the reposition antenna screen appearing was unknown but not related to the fall. In other to resolve the issue, the patient met with a manufacturer representative (rep) and the new paddle resolved the issue. However, it still takes 30-45 minutes to find connection. Additional information was received on march 19th, 2019, that the patient was not getting any coupling boxes again. The patient was assisted with antenna location and the patient got all 8 coupling boxes. On (B)(6), the patient reiterated that the cause of the inability to charge was unknown and not due to the fall. In addition, the cause of the patient having 0 coupling bars and the difficulty connecting with the new recharger antenna was unknown. Also, the issue hasn't really resolved. The inability to charge, having zero coupling bars issue, and the difficulty connecting. On (B)(6) 2019, the rep reported that the patient got the antenna replaced on (B)(6) 2019, but was still having trouble with coupling and it's taking the patient a long time to charge. The patient gets the 8 coupling boxes filled, but loses most of the coupling boxes when they move. A replacement recharger was sent to the patient. Furthermore, on (B)(6) 2019, it was reported that the patient received the replacement recharger and would like to review the screen. The patient was still experiencing poor coupling. According to the patient, the antenna was right over the implantable neurostimulator (ins) and they were using the belt. The patient adjusted the dial completely, but the issue was not resolved. During troubleshooting, the patient mentioned being unable to complete the step on their own and would call back with someone ready to assist the patient. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on may 3rd, 2019. The patient reported that the circumstances that led to the continuous issues with poor coupling were continuing problems making connection to the battery. The patient reported that the replacement recharger and troubleshooting did not resolve the poor coupling issue. The steps taken to try to resolve the poor coupling issue was that the patient kept trying to find the battery. The patient reported on (B)(6), that the circumstances that led to the continuous issue with poor coupling was a design issue. The patient stated that the steps take to resolve the poor coupling issue should be a new design.

Manufacturer narrative:
Date of event: additional information indicated that the patient's recharging/coupling issues started a couple of years ago, and within the last 6 months it's gotten worse. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-feb-26. It was reported that the patient could connect with the patient programmer (pp), there was a potential use of x-ray to determine if the implantable neurostimulator (ins) was flipped and how it should be oriented in the patient¿s back. It was also suggested that the rep should bring another insr to help with the diagnosis. It was noted that eight coupling bars were observed, and they revert to zero coupling bars when the implantable neurostimulator recharger (insr) was on the patient, with a sticky patch attached, so the antenna did not move. A new insr antenna was requested. On (B)(6) 2019, the patient reported that he received his new recharger antenna and reported the same issues, but they noted that it took ¿half an hour¿ just for the insr to make good connection with the ins to charge. In the end, the patient stated that he would call back next time he charged his ins; he wanted to see if it would happen again. There were no further complications reported or anticipated. Additional information was reported that the patient reported they received a new recharger antenna to help with coupling, but he still is having trouble getting coupling bars. The patient stated he has reposition antenna several times. The patient stated in the last couple years it's been difficult to get coupling bars which has gotten worse in the last year to six months and it's very frustrating. The patient stated their ins was checked by a manufacturing representative (rep) who said the ins seems fine. Troubleshooting over the phone today ((B)(6) 2019) includes turning the dial through all four positions and ensuring the recharging belt was positioned properly. The troubleshooting over the phone resolved the issue and the patient was able to get 6/8 coupling bars. No further information was reported.